Event description:
Serious injury: corneal burn. The surgeon reported a corneal burn occurred during sculpting. The system primed and tuned with no problems noted. After the burn was noted the surgeon re-tuned the handpiece and completed the case. Additional info received from the surgeon stated the corneal burn was serious. The surgeon stated it is unk what caused the corneal burn. The surgeon declined to provide further info.

Manufacturer narrative:
A dvd of the event has been received. The in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to mfg equipment. A letter and copy of this industry article was provided to the customer. (B) (4). (B) (4).